Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose (bg) level was impacted (350 mg/dl). A correction bolus was delivered to address bg level. It was indicated that the customer would reload a cartridge after the call with tandem technical support.